Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax that permits visualized internal parts exposed of the thmcl smtch sf catheter. The device was tested for functionality with a carto 3 patient interface unit (piu) system, and there were no errors for the device and the catheter passed the test. A manufacturing record evaluation was performed for the finished device 30567575l number, and no internal action related to the complaint was found during the review. The evaluation determined that the cause of pebax damage failure cannot be established; however, the foreign material inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish-brown material inside. It was initially reported by the customer that blood was found in the spring of the catheter. The blood was discovered two hours after the start of catheterization when pulmonary vein isolation (pvi) was completed once the catheter was removed from the patient's body. The device was replaced and the procedure continued. No patient consequences were reported. The blood inside the pebax is not MDR-reportable. The hole in the pebax is MDR-reportable.